Manufacturer narrative:
Investigation summary: the customer reported the load set was leaking upon initial use. No patient injury/harm was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. One (1) used sample was returned for evaluation. Visual inspection and functional testing confirmed a detached component, which caused the device to leak. The detachment occurred due to the tubing line diameter being out of specification. An investigation has been initiated for cross-spike leaks with a corrective action for extrusion process (tubing line) has been documented. No further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the load set was leaking upon use per visual. There was no patient harm.